Event description:
When testing swan-ganz balloon, balloon would not passively deflate. Investigation to clarify the circumstances of use are underway.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. As stated in the product IFU, "passively deflate the balloon by removing the syringe from the gate valve." The balloon failed to deflate fully with returned syringe attached. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The report of balloon deflation difficulty was not confirmed; there is no evidence of a manufacturing nonconformance. No additional information was received during the investigation; therefore, it remains unknown if the syringe was removed from the gate valve during the deflation attempt. As no catheter defects were found, no actions will be taken at this time.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.